Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. Corrected fields: e1, h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) years since the subject device was manufactured. Based on the results of the investigation, it is possible that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. However, olympus could not specify the cause of the probe cover burn. User may detect the suggested event by handling the device in accordance with the following instructions for use. Inspection of the endoscope there are cautions when high-energy endo therapy accessories are used. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the bronchovideoscope plastic distal end cover and insulation were burned. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.